Manufacturer narrative:
Additional narrative: UDI: (B)(4). Investigation summary: the complaint device was received at the service center and evaluated. It was reported that -"fms pump felt down from the shelf. Damaged corpus, tubing fixation. Can't asses working function". Per service reports, this complaint can be confirmed. During the service evaluation the following defects were identified: the case is bent. The front bezel is broken. The pinch valve is damaged. Magnet in left door is missing. The physical damaged front panel ,defective accessories were replaced to resolve the issues. After repair, the device was found to be working according to the specifications. The faulty parts was identified as the root cause for the device failure during the service evaluation. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the customer in latvia that preoperatively to an procedure on (B)(6) 2022, it was observed that the fms vue pump device fell down from the shelf and was damaged. According to the report, the device had damaged corpus and tubing fixation. During in-house engineering evaluation, it was determined that the front bezel on the device was broken. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.